Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced leaky cannula on infusion set, not delivering boluses and false occlusion alarms. No further information was available.